Manufacturer narrative:
Continuation of d10: dtpc2d1 crt-d implant date: (B)(6) 2025 ; 6935 lead implant date: (B)(6) 2012 ; 4076 lead implant date: (B)(6) 2012 , cmrm6133 antibacterial absorbable envelope implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was seen 1 month post implant of their new cardiac resynchronization therapy defibrillator (crt-d) for crtd optimization and closure wound follow-up. Programming remained mostly the same but the lv vector was changed for optimization of better thresholds. However, later the patient contacted the clinic due to experiencing intermittent diaphragm contractions. The patient was brought back into the clinic where it was confirmed that they were experiencing positional intermittent phrenic nerve stimulation. Reprogramming was done and the lv lead remains in use. The patient is a participant in a clinical study.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.